Event description:
A pt reported blood glucose results of 178 mg/dl with a lifescan meter and 133 mg/dl on a laboratory device, performed within 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Th pt retested and obtained a reading of 150 mg/dl on the reported meter; this case would still be reported because the difference between 178 mg/dl on the meter and 133 mg/dl on the lab was greater than 20 mg/dl. Meter was replaced.